Event description:
The lay user/pt contacted lifescan (lfs) another country in 2007 alleging high readings on their one touch ultrasmart meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt mentioned that he has been obtaining readings between 4-5 mmol/l at night and around 11 mmol/l in the mornings. The pt tests 5 times a day. On five days earlier, at 2:00pm the pt ate lunch (barbeque). At 3:19 pm, the pt tested his blood glucose and obtained a 16.2 mmol/l (291 mg/dl) before going for a walk and did not take any medication. He usually obtains readings between 4-7 mmol/l around this time. Due to the elevated reading he did not have his usual biscuit before going for the walk. About 100 yards later, the pt felt light headed and fell over. The pt got up and went back home and tested his blood glucose at home and obtained a 2.4 mmol/l (43 mg/dl) at 3:56 pm. Pt then took 3 dextrose pills and ate some bread, and felt better. At an unspecified time later, the pt ate a sandwich. At 6:35pm the pt tested his blood glucose and obtained a 11.3 mmol/l (203 mg/dl) and took anywhere from 20-24 units of novorapid insulin. The meter was coded properly and the technique of applying blood on the test strip was correct. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported, because the pt alleged he withheld his normal food intake based on a high result on his meter and developed symptoms of hypoglycemia during his walk.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.